Event description:
A multiple number of undocumented instances of an inability to effectively deliver medication via the clave. The customer reported the incidents have been occurring until 2003." It was reported that the customer's usual practice is as follows: the primary tubing set was primed and connected to the pt's IV access site, and infusion of an unspecified hydration solution was initiated. The secondary tubing set was primed with normal saline and connected to the distal clave adaptor. It was reported that the secondary tubing set was used to deliver unspecified antibiotics or unspecified chemotheraputic agents. The customer reported that during medication administration, the plum xl pump would alarm for occlusion. The customer stated the problem was resolved by either disconnecting, and reconnecting the secondary tubing from the clave adaptor, or replacing the primary tubing set. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.